Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated one box of catheters had no holes and could not be used. She mentioned this has happened once before. Offered to get patient to customer service for a replacement but the patient declined.